Manufacturer narrative:
This initial MDR is actually being submitted as a follow-up #1 MDR report for MFR report #2955842-2014-02551 (patient identifier (B)(6)). The complaint handling system that was used to submit the initial MDR is no longer available for MDR report submissions. In relation to the reported event, intuitive surgical, inc. (Isi) received the following additional information regarding the reported event from the plaintiff¿s attorney: the death certificate indicated that the patient¿s cause of death was ¿sepsis¿ due to or as a consequence of ¿acute or chronic respiratory failure,¿ due to or as a consequence of ¿fallopian tube damage,¿ due to or as a consequence of ¿copd and osa.¿ based on the current information provided, this complaint will remain reportable due to the following conclusion: the patient developed a pelvic abscess and septic shock, and subsequently passed away approximately 6 weeks after undergoing a da vinci hysterectomy procedure. However, at this time, the cause of the patient's alleged pelvic abscess is still unknown.